Manufacturer narrative:
The evaluation showed, that the axle bolt in the upper back part is loose. The flange bushings in the upper back part are sheared off. No fall or injury occurred due to this failure, but it could have led to patient injury.

Event description:
Knee joint was sent in for repair. According to the information provided by the customer there is a bolt loose and there is noise and play in the joint. The patient did not fall.